Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced recurring issues despite attempts to reset the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, but the issue persisted, leading to the decision to replace the pump. Meanwhile, the customer was advised to revert to multiple daily injections as a backup therapy. The faulty pump was to be returned using a pre-paid label, with instructions provided to store it before shipping.